Manufacturer narrative:
(B)(4). Date sent: 11/27/2023. B3: event year only reported: 2023. D4 batch #: x70326. Additional information was requested and the following was obtained: does the damage on the packaging compromise the sterility of the device? The top, peel away part of the packaging (assume tyvek) was torn diagonally on both packages as it was being opened. It is unknown if as the package was opened, the sterility was compromised or if the packaging was damaged prior to opening, causing the rip. In either case, the sterility must be considered compromised. A manufacturing record evaluation is pending for the finished device batch number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the tyvek package ripped when trying to open on a device. They were not introduced to the backtable. The devices was collected and returned to supply chain to be returned. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2023. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one was returned with no apparent damage. As no tyvek or blister were returned for evaluation, we are unable to investigate further the issue of ¿packaging integrity". Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device was returned non-sterile and packaging was received. This report is not intended to deny that you experienced a problem with the device and the reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.